Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, further information was provided by the customer. According to the customer, the device was cleaned, disinfected, and sterilized before it was sent in for repair. It was unknown what the material was or when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing and no concerns noted about the reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was confirmed that reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be specified. The event can be detected/prevented by following the instructions for use: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation confirmed the customers allegation. Due to clogging of nozzle, water removal ability did not meet the standard value. Additional findings were as follows: adhesive on the bending section cover (a-rubber) had a crack; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to the wear of the angle wire, the play of the up/down knob was out of the standard value; image guide protector had a scratch; universal cord had a scratch; the protector of the universal cord on the suction connector side had a scratch, and the plug unit was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had an issue with insufficient air to clear the water in the lens/poor water drainage. The device was returned for evaluation. During the device evaluation, foreign material was found in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.